Manufacturer narrative:
The pump remains in use supporting the patient. A correlation between the device and the report of infection could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3. Infection has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed

Event description:
The patient was seen in outpatient on (B)(6) 2019 due to endorse fatigue and dyspnea on exertion (doe). The patient's labs noticed a increased white blood cells and a bump in creatinine to 1.43. The patient was admitted for acquired demyelinating syndrome and a driveline site that has greenish-yellow drainage . The patient was treated with antibiotics. No further information was reported.